Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option hd/adpt, 12/14, 28 x +3.5 on an unknown date. The patient was revised on (B)(6) 2015 due to pain.

Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. No trend identified. The compatibility check could not be performed as no product information was provided. Review of incoming information it was reported that a patient received a unknown zimmer head implanted in tm modular cup 6 years ago. Patient has complained of pain. Surgeon suspected liner had spun out of cup due to thin dimensions of 46mm liner and thought it may have flexed. Patient went revision surgery on (B)(6) 2015. One photograph of the head was received after the revision surgery which indicates that it is a metal head. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted an unknown winterthur head on an unknown date. The biolox option hd/adt, 12/14, 24 x +3.5 mentioned on the initial report is the new product which was implanted on (B)(6) 2015. It has now been found that the actual date of awareness was august 12, 2015 and not july 28, 2015 as reported before.